Manufacturer narrative:
This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the ipg. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an ipg on (B)(6) 2011. It was reported that his programmer is displaying a false charge level reading for the ipg. In an effort to resolve this matter, a replacement programmer was shipped to the pt. Results of that intervention method are pending.